Manufacturer narrative:
The subsidiary medical equipment specialist found during testing on (B)(4) 2013: when this unit was switched on, the bios loads but tops with the message "no operating system found".

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the color display unit was broken. The display was not operating. The device was not changed out, as the customer continued with manual operation. There was a delay noted, however, there are no details available at this time. The surgical procedure was completed successfully, and there were no blood loss or no adverse consequences to the pt.